Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately 1 year post-op, the patient underwent an arthroscopy and manipulation due to pain, poor range of motion, and stiffness. A steroid injection in the it band also provided temporary relief, however, the patient continued to report instability in flexion and hypermobility. Subsequently, the patient was revised approximately 2.5 years post-op. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. G2: foreign country: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.